Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1071345. Medical device expiration date: 31-mar-2026. Device manufacture date: 29-mar-2021. Medical device lot #: 1071348. Medical device expiration date: 31-mar-2026. Device manufacture date: 31-mar-2021. Medical device lot #: 1071350. Medical device expiration date: 31-mar-2026. Device manufacture date: 05-apr-2021. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger was resistant to movement while using the bd syringe luer-lok¿ tip. This event occurred 3 times. The following information was provided by the initial reporter, translated from (B)(6): the resistance to move the plunger rod varied among the products.

Event description:
It was reported that the plunger was resistant to movement while using the bd syringe luer-lok¿ tip. This event occurred 3 times. The following information was provided by the initial reporter, translated from japanese: the resistance to move the plunger rod varied among the products.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evalution?: yes. D.9. Returned to manufacturer on: 18-may-2022 h.6. Investigation summary: one 10 ml syringe and one photo received by our quality team for investigation. Upon visual inspection, no defects or damage observed. Stopper is correctly assembled in all the samples. Break out force and sustaining force of the plunger was performed, results are within specification. A device history review was performed for the potential lot numbers 1071345, 1071348,1071350, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.